Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. Product was investigated and no damage or abnormalities were found. The pump passed optical continuity testing and the 5s parameters were within normal ranges. No biomaterial found on the impeller. The logs confirmed the impella in aorta alarms throughout the case with no aortic placement signal. The alarms were occasionally accompanied by suction alarms or p-level at p-2. The root cause of the optical placement signal issue was most likely patient condition related. All pertinent information available to abiomed has been submitted at this time.

Event description:
It was reported that the device exhibited an optical signal issue. Continuous false impella in aorta alarm, with pulsatile motor current. Additionally, the patient experienced a seizure during treatment. No further information is available.